Event description:
It was reported that the patient had several health issues and was very ill. The patient experienced a cardiac arrest and asystole while in the hospital. A code was called and the patient was resuscitated. Post resuscitation, the patient was bradycardic (30-40 beats per minute). The implantable pulse generator (ipg) was checked by a clinician and failure to capture was noted at the programmed outputs. The physician reviewed the pacemaker interrogation and noted that lead impedance was >4000 ohms. Device interrogation showed a rise and drop and rise in impedance since the generator was replaced. Rv outputs were increased to 7.5v and since that time, no additional periods of asystole/pauses were observed on telemetry in the ICU. An x-ray revealed that the rv lead pin was not fully seated in the device header. The x-ray was compared to the one taken post generator change and per the physician the lead pin was also shown to be fully seated in the header at this time as well. The patient was too ill to undergo a revision at the operating room of the current hospital and too ill to be transferred. The patient was placed in hospice care and comfort care measures were initiated. The patient died the following day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant product: 4568-53 lead, implanted: (B)(6) 2002. -(B)(4).